Event description:
An optometrist initially reported a pt had a "reaction" with use of this product. On (B)(6) 2011, additional info was received from the optometrist who stated she diagnosed the pt with infiltrates in one eye, but she was not sure if it was due to the product or allergies. She treated the pt with tobradex. Additional info has been requested.

Manufacturer narrative:
Eval summary: the complaint device was not received for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Additional f/u was made to the optometrist on (B)(6) 2011 and (B)(6) 2011. (B)(4).